Event description:
Prior to insertion of device into r ureter, no visible issue with catheter. However, one catheter removed from pt, dr (B)(6) noticed the tip was not intact. Per cystoscopy that was actively in use, dr and staff could view remaining piece of tip in r ureter. With sterile graspers, dr was able to retrieve remaining piece of broken catheter. No other pieces visualized on cystoscopy; 70cm accounted for when measured. Pieces sent to operating room supv. No injuries seen at this time.